Manufacturer narrative:
One cadd legacy plus pump was returned for the evaluation of the reported issue. It was received all intact. A DHR, device history review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The event log was not examined. To further investigate, a functional test was performed. The customer's issue was confirmed. The moment the device was powered up, the device started double beeping. The downstream sensor will be replaced.

Event description:
Information was received indicating that during testing of this smiths medical cadd legacy plus pump, the pump down stream sensor was defective. Reported that there was no patient involvement.